Manufacturer narrative:
The company rep replaced the batteries (B)(4). The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
During a preventive maintenance, the company rep observed that the unit ran for only 8 mins on battery mode. No pt was involved.